Manufacturer narrative:
Robot-assisted colposacropexy (racs) for pelvic organ prolopse (pop): surgical technique and outcomes with 3 years of follow-up. Authors - mengoni, f.;tallè, m.;orciani, r.;dente, d.;cafarelli, a.

Event description:
Results - surgical outcomes: fever with prolonged antibiotics administration was observed in 4 cases (18%), mean paracetamol administration for post-operative pain was 2,3 gr/each (range 0¿6 gr), with 2 cases of vas greater than 3. No cases of re-intervention (0%) or re-hospitalization (0%) has occurred. No clavien-dindo complication greater than grade 1 was observed. Functional outcomes: at a median follow-up of 18months, 4 cases of de novo urgency (12.5%) that resolved in a month from the intervention, no mesh erosion, infection or pop relapse/persistence wasobserved, 1 case of rectal pain during straining (6.6%). No sexual symptoms were reported. Patients overall satisfaction reported were high.